Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited code 1006 which indicates that the ICD detected external voltage on the leads during high voltage capacitor charging. Oversensing of noise consistent with electrocautery use was also observed with the ICD around this time. The field suspected the patient had an unrelated surgery with electrocautery use performed the day of the noise and declaration of code 1006. The most recent auto-capacitor reform is showing the ICD can charge to 41 joules. No changes have been made and the ICD remains in service. No adverse patient effects were reported.